Event description:
It was reported that a physician was unable to interrogate patients' devices using his programming wand. The physician's wand would not establish communication with a demo generator either. When a company rep visited the physician to assist with troubleshooting, the rep tried using his own programming system and was able to successfully interrogate the demo generator. The rep then used his own handheld device with the physician's wand and was unable to interrogate the demo generator. The wand batteries were changed, however, the issue did not resolve. The physician was sent a new wand and his old wand was returned to the manufacturer for analysis. Device eval is in process and has not been completed at this time.